Event description:
Reporter alleged obtaining a discrepant blood glucose result of 190 mg/dl back to back with a result of 96 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.